Event description:
Complaint received via receipt of (B)(4) reporting leakage problem with 1 number of ch2000 spiros connector. The report states "the report states "doxorubicin 23mg/11.5ml hung at a rate of 20ml over 1 hour. Doxorubicin came up in syringe with spiros attached to end and given via syringe pump. Approximately 20 minutes later, doxorubicin was noted to be leaking from syringe/spiros. It had pooled on the pump dripped down on the floor. Nurse touched the pump inadvertently and doxorubicin dripped on her hand. She washed her hands immediately with soap and water¿ injury report was completed. No doxorubicin had reached the pt. Approximately 4-7 mls of doxorubicin lost. Chemo spill kit used per policy and procedure. Equipment wiped down as well. Environmental notified and cleaned area. No injury to patient." Manufacturer's investigation: lot record analysis: a review of the mfg lot database for lot# 1717298 (mfg date 08/2009) shows (B)(4). Although the exact cause of the reported event is unk, additional engineering investigations were conducted. The engineering tests recorded mixed results however, the problem was replicated in statistically small quantities of in-house test samples where component damages occurred when overtightened. A corrective and preventative action (CAPA) was initiated to further investigate leakage/performance issues. Several processing/equipment improvements have been identified, evaluated and are in various stages of qualification and implementation, including: (B)(4). Spiros performance specifications have been modified to include heightened and expanded component leak testing.

Manufacturer narrative:
ICU medical is continuing to investigate and monitor device performance to ensure corrective actions address the problem that was reported. Our continuous improvement initiatives provide additional resources to capture clinical and marketing preferences for device enhancements and performance parameters.